Event description:
Surgeon reported that during the case, the trocar was working appropriately but separated once it was taken outside the patient's body. There were no retained fragments left in the patient and no patient harm.